Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that one vialmate adapter was determined to have the connection-disconnection issue. The other 37 customer reported events were not able to be confirmed from this investigation as the samples were not returned.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "adapter becoming loose after they have tried to lock the vial mate" was confirmed. The root cause is unknown. Visual inspection revealed that the sample was unlocked. Functional tests were performed. The vialmate was dismantled for further inspection. During examination it was noticed that the vialmate locking system was loose. Since the vialmate returned was already unlocked, the unlocking force could not be tested. A modification will be made on the product to increase the interference between the piston and the base. Hence, locking force will be increased. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter health care regarding the vial mate reconstitution device in which the adapter had become loose after they have tried to lock the unknown drug vial. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.